Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: blade does not snap into handle. DHR review: the released components met all requirements to perform as intended. Review of event description: it was reported that the blade did not snap into the handle. This instrument has not been in use before. Devices analysis: visual examination: both instruments (blade and handle) were returned for an investigation. As they have not been in use, there are no signs of usage. Measurements: as it is reported that the blade did not connect to the handle, the dimensions of the blade were measured using a micrometer. The distance of two parallel surfaces of the hexagon is defined to be sw2.45¿0.02mm and was measured to be up to: 2.525, 2.520 and 2.525mm. Those largest distances were measured at the end of the hex (tip of instrument). This means that the dimensions of the hex increase toward the tip. The handle (ref (B)(4)) has been cut and measured using the microscope. It was discovered that the surfaces of the hexagon socket are convex. Without this additional material the hexagon socket would be within the specifications of 2.50 +0.05/0 defined in the drawing. However, due to the convex surface the hexagon surface is found to be too small (2.309, 2.354 and 2.369mm) and out of specification. Functional test: a functional test was performed using the returned blade and handle. The reported event could be recreated as the blade did not snap into the handle. Review of product documentation: device history records: according to the DHR of the blade, the dimensions of 20 out of 50 instruments within this lot have been measured and the dimensions have been confirmed. Those dimensions are: dimensions of the hexagon sw2.45¿0.02, overall length of 100 ¿0.2mm and different diameters: ¿5¿0.1mm of the ring, ¿3.9 0/-0.1 mm and ¿3 0/-0.05mm at the end of the blade. Root cause analysis: a systematic issue due to an inadequate design or insufficient mechanical properties can be excluded, as this would have been detected as part of the issue evaluation assessment. The dimensions of the blade (ref (B)(4)) and handle (ref (B)(4)) were measured to be out of specifications which is considered a manufacturing issue. Conclusion summary: the screwdriver blade and the handle were returned for an investigation. The dimensions of the hexagon of the blade (ref (B)(4)) were measured to exceed the upper tolerance limit. Moreover, the surfaces of the hexagon socket of the handle (ref (B)(4)) were found to be convex and therefore out of specifications as well. In a functional test the event could be recreated as the screwdriver blade did not snap into the screwdriver handle. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device yet. The device history record were reviewed and found to be conforming additional information was requested. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a scrdrvr hdl cann 2.0/2.3/2.7 did not snap into the handle. The event happened not in a surgery. It was detected at zimmer biomet (B)(6).